Event description:
It was reported that during patient use, the ventilator graphic user interface (gui) display became blank. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator, and verified the reported malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb), and upgraded the software to the current revision, which resolved the issue. The unit passed all tests and calibration, and it was operating within the manufacturing specifications.